Event description:
The lay user/patient contacted lfs in 2009, alleging that their surestep meter powers off during use. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to contact lfs, so mss can obtain further clinical info. The pt mentioned that the power issue began approximately 3 weeks ago, and after the issue began, the pt took their usual dosage of glucophage and glucotrol. At an unspecified time later, the pt felt as if their blood glucose level was elevated. The pt did not seek any medical attention or contact their physician for assistance. The pt was not tested on another device. This is not the first time the product is being used. The pt denied any misuse of the product and the batteries were replaced, and issue still persisted. Issue was not resolved via troubleshooting. No further clinical information was provided. It would have been helpful to know the exact symptoms the pt had experienced, readings prior to the event and how long symptoms lasted. The complaint is being reported since the pt alleged that since the meter did not power on, she took her usual dosage of medication and at an unspecified time later she exhibited symptoms of high blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.